Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not MDR reportable. A retrospective review of complaints, however, identified this incident as MDR reportable. Investigation and conclusion: the returned device was examined. It was determined that the instrument battery door was not locked correctly as described in the user manual. A correctly locked instrument would cause a deformation of the housing if the battery door would be opened with force, and no deformation was observed. It was found that the locking bolt was unable to enter the hole in the casing to provide the locking function. The hole was damaged during (post manufacturing) which distorted the hole and prevented the lock form functioning properly. The safety board determined: prisma 2k was not correctly locked due to a user handling issue; prisma 2k does not have signs of bite marks as there was no deformation of the housing; no corrective actions are necessary since the battery door was not locked correctly as described in the user manual.

Event description:
Infant patient in (B)(6) able to open battery door on prisma 2k hearing aid and swallowed the battery. Mother took patient to the hospital and the patient passed the battery without injury.